Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. It was reported that the cannula had pulled out of the infusion site. A dislodged cannula could interrupt insulin delivery and may lead to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Using the pod 5 / pages 43-44. Warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient was hospitalized for 9 days due to diabetic ketoacidosis and a ¿thyroid storm¿. The patient reported the pod fell off, causing the cannula to dislodge. It was reported the patients blood glucose level was 47 mmol/l (846 mg/dl) when they were admitted to the hospital. While hospitalized the patient blacked out for 2 days. The patient was treated with intravenous steroids, humalog insulin, enoxaparin, propranolol, propylthiouracil, hydrocortisone, na succinate injection, ceftriaxone, prednisone, corticosteroids, and glucose. At the hospital she underwent cat scans and ecgs. After the tests, the doctors felt the thyroid storm was caused by alemtuzumab. The doctors were unable to determine if the thyroid storm caused the diabetic ketoacidosis, but thought it was possible. Upon being released from the hospital the patient continued taking steroids and their basal rate was increased. The pod was worn between 1 and 2 hours on the back.